Manufacturer narrative:
The complaint investigation for false nonreactive architect anti-hbc ii results included a search for similar complaints, review of complaint text, trending data, labeling, device history records, and in-house testing. A review of tracking and trending for the product list number did not identify an increase in complaint activity. Sensitivity testing was performed using an in-house retained kit of lot 73294be00 stored at the recommended storage condition. All specifications were met, and no false non-reactive results were obtained, indicating that the lot is performing acceptably. The clinical sensitivity of the lot was evaluated by testing a commercially available seroconversion panel (biomex seroconversion panel scp-hbv-001). The seroconversion panel results were compared to architect anti-hbc ii test results provided by biomex. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data, it was shown that the sensitivity performance of the complaint lots is not negatively impacted. Device history record review did not identify any non-conformances or deviations with the reagent lot and complaint issue. Manufacturing documentation for the reagent lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of the alinity I anti-hbc ii, lot number 73294be00, assay was identified.

Event description:
The customer observed a false nonreactive architect anti-hbc ii result for a 55-year-old male patient with multiple myeloma. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID (B)(6) result was 0.44 s/co. The sample was tested with a roche assay and the result was 0.45 coi, which is reactive. The patient¿s previous result with roche in (B)(6) 2024 was reactive. Additional laboratory results were provided: hbsag was 0.18 s/co, which is nonreactive; anti-hcv was 0.06 s/co, which is nonreactive. There was no impact to patient management reported.

Event description:
The customer observed a false nonreactive architect anti-hbc ii result for a 55-year-old male patient with multiple myeloma. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID (B)(6) result was 0.44 s/co. The sample was tested with a roche assay and the result was 0.45 coi, which is reactive. The patient¿s previous result with roche in (B)(6) 2024 was reactive. Additional laboratory results were provided: hbsag was 0.18 s/co, which is nonreactive; anti-hcv was 0.06 s/co, which is nonreactive. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08l44, that has a similar product distributed in the us, list number 06l22 (core), and a PMA number of p080023.